Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins quit charging about a week ago. They also had ongoing pain that had been occurring for a year or longer but noted it was a different neuropathy pain in their legs. The patient wanted to meet with a representative to resolve the issue. No further complications reported.